Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump had damage to the screen and case. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had damage, cracks to the case, and a scratched screen. Functional tests included use testing. When the device was powered up it started to double beep. The downstream occlusion sensor and upstream occlusion sensors were replaced and the damaged case and screen were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's downstream occlusion sensor.